Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00457 on 23-nov-2020. Additional information (03-dec-2020): siemens further investigated the issue and reviewed the information provided. Siemens determined that there was no reagent or method issue. The customer continued to run samples and has had no other incidents related to this issue post service. Siemens concluded that the actions taken by the customer and the customer service engineer (cse), which are detailed in the initial MDR, have resolved the issue. The conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed total bilirubin_2 (tbil_2) result was obtained on a patient sample on the advia chemistry xpt instrument. The operator stopped analysis upon notification from the laboratory validator and investigated the analyzer. Several dilution probe pipette (dpp) clot sensor errors were noted in the system log. The instrument was switched off and customer replaced the dpp probe, then requested a siemens customer service engineer (cse). The cse was dispatched to the customer's site and inspected the instrument. The cse replaced dpp seals and the level sensor. There were no more level sensing errors noted after cse intervention. The instrument is performing according to specifications. Siemens is investigating the event.

Event description:
A discordant, falsely depressed total bilirubin_2 (tbil_2) result for one patient was obtained on an advia chemistry xpt instrument. The initial result was held by the laboratory information middleware and then released and reported to the physician(s). The repeat was performed on alternate advia chemistry xpt instrument and resulted higher than the initial result. The repeat result was reported to the physician(s) as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil_2 result.